Event description:
Per hospital staff, patient on companion 2 driver had an alarm for "left incorrect pressure reading". Patient was switched to a backup driver without any reported adverse impact.

Manufacturer narrative:
Device history record (DHR review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found left pressure incorrect alarms recorded in the driver's data file. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. When the driver was set to the same settings as the customer when the reported alarm occurred, the left pressure incorrect alarm was replicated. The customer settings, however, were not the normotensive settings for the device and the driver was connected to a mock tank set to normotensive settings. The discrepancies in the driver settings likely caused overpressure alarms. When the vacuums were dropped, the driver alarms cleared and functioned without issue. Although the customer complaint was replicated, it was not evidence of a device malfunction. Failure investigation for this complaint confirmed the reported issue from the alarm history. The customer complaint was replicated during functional testing while driver was set to abnormal settings; the root cause of the reported left pressure incorrect alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. The driver settings are outlined in the provided user manuals and point to the appropriate systole settings. It is reiterated in the manual that settings outside the requirements specifications will likely result in an alarm. No evidence of a device malfunction was found. The patient was switched to a backup driver without reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient on companion 2 driver had an alarm for "left incorrect pressure reading". Patient was switched to a backup driver without any reported adverse impact.